Manufacturer narrative:
Follow up report: (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - insufficient information provided. Unable to perform a compatibility check. - complaint history review cannot be performed without product identification. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
On 08-sep-2025, a journal article was retrieved from arthroplasty today (2025) that reported a study from toronto, canada. A retrospective chart review was conducted of all open reduction internal fixation procedures using the ncb plating system for periprosthetic fractures following a total joint arthroplasty that were performed at a single tertiary academic trauma center from 2015 to 2022. The study reviewed 44 patients. Cases involving mechanical failure of the ncb plating system were subsequently selected for review. The study population had a mean age of 82.7 ± 7.8 years at time of surgery; (7 males/37 females). It was reported a 86-year-old woman (bmi 22.7 kg/m2), who presented with a vancouver c periprosthetic fracture, fracture was reduced with cables. 2 days later, following a mechanical fall the patient underwent orif a 18-hole ncb periprosthetic distal femur plate was placed as well as a second competitor plate and screws. Proximal fixation was achieved with 4 unicortical screws and 2 bicortical screws, 1 of which also passed through the nail. Due to recurrent falls 1-year post-op the patient presented with a refracture of her femur and plate breakage. The plate was removed and replaced with a competitor distal femoral locking plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) d6: implant date between (B)(6) 2015 to (B)(6) 2022. G2: foreign source: canada. Report source mercier, m. R., broderick, j. M., hibberd, c. S., russell, s. P., halai, m. M., atrey, a., nauth, a., & khoshbin, a. (2025). Failure of the noncontact bridging periprosthetic plating system: a single-institution experience. Arthroplasty today, 34(101753), 101753. Https://doi.org/10.1016/j.artd.2025.101753. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.